Manufacturer narrative:
A site visit was performed at this site on (B)(4)-2011. A component of the system, the locatable guide cable (lg cable) was evaluated on site and was found to be functioning appropriately. The locatable guide (lg) was discarded during the case and could not be evaluated. In addition, a case was performed on (B)(4)-2011 and the case was completed with no issues reported, the system performed correctly. There was no harm or injury to the patient reported, but in an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.

Event description:
It was reported that the site had a case where the system could not detect the locatable guide (lg) but did not attempt to try a replacement. Therefore, the case could not be completed using the superdimension system with the patient under general anesthesia. There was no harm or injury to the patient reported.